Event description:
Philips received a complaint by the customer on the v60 indicating during setup, it was observed that the device malfunction, failing the pressure, o2 and air flow test. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Failing the pressure, o2 and air flow test. Per the v60 manual the gds will need to be replaced. The customer replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.